Manufacturer narrative:
Model/cat: 72400151, (B)(4), inflate/deflate pump fgs, device impotence mechanical/hydraulic. Model/cat: 72401476, (B)(4), spherical reservoir fgs (prefilled), device impotence mechanical/hydraulic.

Event description:
It was reported that patient underwent a reimplant procedure of a new inflatable penile prosthesis (ipp). Previous device was explanted in 2008 due to erosion of the urethra and infection. A new ipp was implanted. No adverse patient effects.